Event description:
It was reported that the left ventricular lead exhibited low lead impedance via merlin.net. The lead remained implanted and both the pulse generator and lead will continue to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.